Manufacturer narrative:
One device was received for evaluation. Service history indicated there were no previous services reported. The event history log was reviewed and there are no errors related to the customer complaint. Visual inspection was performed. The reported issue was confirmed on the air detector test. The air detector sensor was found to be damaged. The sensor was replaced to fix the issue. The device then passed all the tests within specifications.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarms for air in line when cassette is attached and locked even after priming. Occurred during testing. There was no patient involvement.